Manufacturer narrative:
Device investigation is still on-going. Once complete, a follow-up report will be submitted with investigation results.

Event description:
The product manager from another country, was present to a shoulder arthroscopy performed by dr. By using the pump at a pressure of 45 mmhg, water leaked out of the shoulder. Furthermore, the surgeon showed on the screen that due to high flow, there are turbulences which are inducing bleedings. After 1h30 of surgery, the pump stopped and indicates "defective sensor."